Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06901. It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the chronic left ventricular (lv) lead exhibited high pacing thresholds. The physician felt it was necessary to replace the lv lead. The patient presented for a lead revision and routine generator change out. Upon placing the new lv lead, the stylet became lodged, and the physician separated the pin from the lead body. The new lv lead was removed. The chronic lv lead was reused and connected to the new generator. The patient was stable.